Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed plunger stopper with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-07-11.

Event description:
It was reported that while using bd a-line¿, the plunger tip of one syringe was deformed. No patient impact was reported. The following information was provided by the initial reporter: "before usage, the black rubber part of the plunger was found to be deformed."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd a-line¿, the plunger tip of one syringe was deformed. No patient impact was reported. The following information was provided by the initial reporter: "before usage, the black rubber part of the plunger was found to be deformed."